Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A correction bolus was delivered to address bg. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.